Manufacturer narrative:
(B)(4).

Event description:
It was reported stent premature deployment occurred. The target lesion was located in the left superficial femoral artery (sfa). A 6 x 80 x 130 innova¿ stent was advanced to the target lesion. However, as the physician was advancing the stent delivery system, the stent started to deploy prematurely. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft and the remainder of the device were checked for damage. The outer shaft was kinked at the nosecone. The mid-shaft was kinked from the marker band. The stent was partially deployed out of the device from the marker band. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported stent premature deployment occurred. The target lesion was located in the left superficial femoral artery (sfa). A 6 x 80 x 130 innova¿ stent was advanced to the target lesion. However, as the physician was advancing the stent delivery system, the stent started to deploy prematurely. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.